Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from october 4, 2022 to october 5, 2022. H10: the actual device was received for evaluation. A visual inspection was performed which noted fluid inside the housing which suggested a leak had occurred. A leak test was performed by filling the bladder with green color water. Immediately after the green color water was added to the bladder, a leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. The manufacturing process has been updated to address the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. Moisture was present internally in the elastomer pump. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.